Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 400's mg/dl and 410 mg/dl. The customer was treated with manual injections. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be delivered for analysis.